Event description:
The ge oec 9800 fluoroscopy system displayed a low ma error.

Manufacturer narrative:
A ge oec service representative investigated this issue and found that the high voltage tank and snubber pcb were not functioning correctly, causing the errors. The hv tank and snubber pcb were replaced and calibrated as prescribed in the service manual. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no patient information available from the facility with respect to this issue. No injury resulted or was reported.